Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that vascular injury and balloon rupture occurred. The 99% stenosed target lesion was located in an anastomosis shunt in a mildly tortuous and non-calcified vessel in the left forearm. After a 4f non-bsc sheath was placed, a 5mm/4cm sterling balloon catheter was used for dilatation. However, even after several inflations at rated burst pressure, there was a part of the lesion that could not be expanded and vascular injury was observed under fluoroscopy near the anastomosis shunt. Hemostasis was then achieved by manual compression. Then, the sheath was replaced with a 6f non-bsc device and a 5.00mm / 2.0cm / 50cm peripheral cutting balloon¿ (pcb) was used for treatment. However, upon inflation, the balloon ruptured and leaking of contrast media was observed from the balloon. The pcb was then deflated and was retrieved into the sheath but the balloon appeared to be not tightly re-wrapped and the sheath got torn in the process of retrieval. The sheath was then replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient was okay.